Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. The customer's symptoms included thirst, hunger, frequent urination and trace ketones. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Insulin exited during manual prime and no leaks or air were found in the tubing. Settings and history appeared correct with no significant findings. Customer did not have tubing clamp available to continue troubleshooting. She was advised to change the infusion set, reservoir and insulin to treat. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).